Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse reinstalled the system software. After reinstalling the software, the system was returned to use in good working order.